Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the both the right atrial (ra) lead and the right ventricular (rv) lead had no capture at maximum output. It was additionally reported that the rv lead exhibited t-wave oversensing (twos) which caused multiple inappropriate therapies to deliver. Both leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.